Event description:
It was reported that the lead sustained clavicular crush damage which was seen on a chest x-ray. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.